Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 102 mg/dl. A replacement pump was sent. Customer will continue to use the current pump for insulin therapy until replacement pump is received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.